Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent bilateral primary breast augmentation on both sides on (B)(6) 1987, and revision breast augmentation with unknown size unknown gel implant on the right side on (B)(6) 1988 due to unknown grade capsular contracture on the right side. Now the patient experienced bilateral breast implant rupture postoperatively; confirmed via mammogram. Patient has consulted with the medical professional per information received. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation and explantation were approximated by the patient. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Please see manufacturer report number 1645337-2022-08870 for patient's right side complication with primary augmentation. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On september 7, 2022, mentor became aware that the patient experienced left side rupture, and date of surgery is (B)(6) 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date is (B)(6) 2022. Field h6 medical device problem code has been updated to "adverse event without identified device or use problem". Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right unknown adverse event. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).